Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Proglide marker lumen was not pre-flushed prior to use. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. It should be noted that the proglide instructions for use in the examination and selection of products states, verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional coronary procedure. The marker lumen of the proglide device was not pre-flushed with saline prior to use. Reportedly, during use in the anatomy, there was no bleed back from the proglide marker lumen. An attempt was made to flush the proglide marker lumen with saline and it would not flush. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.